Event description:
The event involved a plum 150 ml burette set, clave injection site, 2 clave y-sites, sl, 114in where it was reported that during an infusion, there was clave breakage with no any hole, cut, tears or any other defects noted. The tubing was replaced and therapy resumed. The product was not stored in the facility and was not exposed in extreme temperature condition. There was patient involvement with no patient harm. No further information is available for this complaint.

Manufacturer narrative:
Although the device was requested to be returned for evaluation, it has not been received. Without the returned device, a probable cause is unable to be determined.

Manufacturer narrative:
Received one (1) used list #142730490 plum 150 ml burette set attached to a 500 ml intravenous bag. As received the blue clave was partially separated from the burette lid. The semi-rigid adapter was observed to be torn. The deformation on the area of the break showed beach marks with smooth sections and an angle. The complaint of burette¿s clave breakage can be confirmed due to the partial separation found. The probable cause is due to unintentional bending forces during use. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.